Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the connector pin was bent; full lead was returned and analyzed. Electrical testing to determine continuity of the conductor(s) passed. Implant damage was noted.

Event description:
It was reported, during an implant attempt, the pin was observed bent. Consequently, the lead was not implanted. No patient complications have been reported as a result of this event.